Manufacturer narrative:
There were no devices returned for engineering analysis. The results of an internal device lot history review found no issues.

Event description:
In response to form (B)(4) issued to spectranetics on 11/05/2010, observation #2, all vigilance reports filed, will also be filed with the FDA for all same/like devices sold in the united states. This ae was originally filed with the ca on 06/22/2009. On (B)(6) 2009, a pt of unk age, gender or weight underwent an ex-plantation of 1 atrial and 2 ventricular ICD leads. The physician prepped the leads with a lld#2 and lased with the 16f sls. The removal of the atrial and the first ventricular lead were uncomplicated. During the extraction of the second ventricular lead, it was noted the pt began showing signs of cardiogenic shock. The physician noted a pericardial tamponade and performed a successful puncture of the pericardium and restored circulation. On (B)(6) 2009, the pt showed signs of blood loss and required a blood transfusion. Cat scan showed a right hemothorax with suspicion of a myocardial bleed. An emergent sternotomy was performed and a 5cm rupture of the lateral wall of the svc was found. Dr (B)(6) documented in the final report: "cause of death was multiple organ failure because of hemorrhagic shock after injury of the svc ..."